Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a rise in the pacing thresholds. The physician didn't think there was anything wrong with the lead but that there may have been a perforation or micro dislodgment that was not observed. Regardless, he wanted a new lead rather than trying to move the one already implanted. No additional adverse patient effects were reported.